Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence of right inguinal hernia with placement of new mesh; recurrence of right inguinal hernia, mesh dissected away and new mesh implanted. Treatment provided for these conditions include revision surgery.

Manufacturer narrative:
Duplicate of medwatch report # 99615742-2018-02497. Any further information will be sent under 9615742-2018-02497. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.